Manufacturer narrative:
(B)(4). Date sent: 05/02/2019. Additional information was requested, and the following was obtained: confirmed that the linx device was explanted on (B)(6) 2019. The device was discarded. Gastric emptying studies received. Attachment: [pc000381242_redacted.pdf].

Manufacturer narrative:
(B)(4). Date sent: 04/15/2019. Op-report. [Op-report redacted (B)(4) (3) 4 15.pdf].

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2017. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: implant was removed on (B)(6) 2019. "My symptoms have disappeared after the removal of this device." Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the device available for return? Is the results of the gastric emptying study available to be sent to us here at ethicon?

Event description:
It was reported that post implant of linx about a year and a half ago, she's been having very bad symptoms since having the device implanted. Patient had gerd symptoms before the device was implanted. Patient stated that they are not disabled. About three months post implant patient began having symptoms that she did not have prior to the implant; a dumping syndrome, diarrhea, bloating, gas, abdominal pain, nausea, this has been occurring for twelve months. For seven months she was being treated for gastroparesis, she was on reglan, prevalet, domperidone, antibiotics, zonstian (anti nausea medicine), sypofloxian, metronidazole, shelordiaz, potassium, and omeprazole. The physician thought it was gastroparesis because there was stuff in her stomach, then she did the stomach emptying and they are moving away from that and she's looking with her gastro doctor who suggests that she has the device removed to see if the symptoms go away. Next steps include the patient talking to her physician about any tests that need to be run, or if an explant needs to occur.